Event description:
The customer reported that the alarm does not sound when pressure is off the pad when tested with new batteries and a new sensor pad. The customer did not specify what date this occurred on. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation, results: evaluation of the returned product found that the alarm powers on but has no sound when weight is removed from the sensor pad. The alarm case is chipped and cracked. The label is cut down the middle. Note: the instructions for use has a warning statement: the posey sitter ii is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, inspect and test alarm function each time before leaving pt unattended. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. To reduce the risk of serious injury or death, ensure that the alarm has sound after putting the sensor in place and before leaving pt unattended do not use any alarm or sensor that does not alarm each time it is tested. (B)(4).